Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 496 mg/dl. The blood glucose reading at the time of the event was 990 mg/dl. Customer tried to bring the blood glucose down with manual injections. Customer was experiencing neuropathy pain and body aches. Customer is treated with insulin drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.